Event description:
The lv lead had an elevated capture output so it was explanted and replaced when the associated ICD was explanted due to early eri. This lead was replaced with a st. Jude lead. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.